Event description:
Rptr had breast implants 20 years ago. It has been a nighmare ever since. They had been leaking and what appeared to be blood and contaminated saline solution full of bacteria was in the implants and was leaking enough into her body to give her chronic infection. Rptr's breasts swelled so large from infections they were hard as rocks and so very painful rptr couldn't walk accross the floor, lift her arms over her head without gritting her teeth and practically screaming. Rptr's immune system became so low she had constant skin infections. Rptr also had breast lumps which finally blew a hole in her breast. She has had constant diseases before and after the implants had been removed. She had severe fatigue. She had constant chills, low grade fever and tremors. Rptr does not have breast implants any longer and her skin will never be normal any more but at least she does not suffer from severe pain. Rptr still can hardly touch any thing because her skin breaks out so readily. Rptr's breasts continue to have infections, lumps etc. Rptr is now 49 years old. She was 28 or 29 years when she had implants put in. The breast infection started about 5 years after. The worst thing was being ignored by the medical community. Most of her complaints, she found years later, they never even bothered to document.